Manufacturer narrative:
Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were both tight. The polyethylene terephthalate tubing (pett) measured 1.6 cm. The support sheath was slightly bowed. Kinks in the basket sheath were noted at 52.5 cm and 54.5 cm from the distal end of the basket sheath. Functional testing of the device noted the handle could actuate the basket formation. When the handle was in the closed position 1 cm of the basket formation was exposed. The handle was disassembled, reset, and reassembled. Once reset the device functioned as intended. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that would not fully close when the handle was functioned, with 1cm of basket exposed when in the closed position. The sheath of the device was found to be kinked in two locations, approximately half way along it's length. From the provided information, the device functioned normally for the beginning the procedure. This indicates that it is likely the device was damaged during use, causing the observed kinks in the sheath and affecting the ability of the basket to fully close. The IFU contains a caution that excessive force may cause damage to the device. Cook could not determine a definitive cause for this complaint. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted.

Manufacturer narrative:
Occupation: other non-healthcare professional: urology coordinator. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during ureteroscopy using a ncircle tipless stone extractor, the basket wires became loose. The physician was extracting stones and during one of the passes where she was pulling out stones from the ureter. The basket wires became loose. The physician pulled and subsequently could not close the basket. Another same type device was used to completed the procedure. No unintended section of the device remained inside of the patient's body. No adverse effects were reported due to the alleged malfunction.